Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced hyperglycemia. The customer¿s blood glucose level was 479 mg/dl. The customer stated that the insulin pump had insulin flow blocked alarm during basal. The customer assisted with troubleshooting for insulin flow blocked alarm. Customer perform a 5.0-unit fill cannula. Customer stated that the insulin exited. Customer pushed plunger insulin slowly through the tubing. Customer reports insulin exits the tubing. Customer reinsert reservoir and run fill tubing until at least 5.0 unit and they observe insulin exiting the tubing or insulin pump alarms. The device will not be returned for analysis.